Event description:
It was reported that the 'up', 'down' and 'ok' buttons were unresponsive. There is no additional information available.

Manufacturer narrative:
The pump has been returned and was evaluated by product analysis on (B)(4) 2011 with the following findings: the keypad buttons were found to be unresponsive. The keypad was removed and adhesive was observed under the button contacts. Unrelated to the event, the battery compartment was found to be cracked and the display was found to be dim. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(6).